Event description:
This complaint is from a literature source. The following literature article has been reviewed: disler ER, hassanzadeh t, vecchiotti ma, marston ap, scott ar. Complications of pediatric mandibular distraction osteogenesis: a comparison of internal and external devices. Facial plast surg aesthet med. 2025 jan-feb;27(1):44-46. Doi: 10.1089/fpsam.2024.0128. Epub 2024 oct 28. Pmid: 39463233. Objective/methods/study data: the aim of this retrospective chart review study is to compare intraoperative and short-term complications for pediatric mdo using internal and external devices. Between 2010 through 2022, a total of 49 children (ages 7 days¿12 years) were included in the study. 24 patients (11 male and the rest were female) with a mean age of 49.4 (24.1¿74.7) years were treated with two internal systems (non-synthes) and the depuy synthes curvilinear device [warsaw, in]) while 25 patients (12 male and the rest were female) with a mean age of 3.8 (0.8¿6.8) years were treated with external system depuy synthes titanium multivector distractor system. Follow-up were unknown. Lot, model and catalog numbers are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes titanium multivector distractor system. Adverse event(s) and provided interventions possibly associated with unk - distractor implants: titanium multi-vector (qty 45): -6 patients had transient marginal mandibular nerve paresis; no intervention was noted. -6 patients had asymmetry during activation requiring differential distraction; no. Intervention was noted. -4 patients had hardware-related complications; no intervention was noted. -1 patient had inferior alveolar nerve injury; no intervention was noted. -6 patients had relapse of projection; no intervention was noted. -2 patients had hardware-related complications; no intervention was noted. -10 patients had surgical site infections; no intervention was noted. -9 patients had minor surgical site infection; no intervention was noted. -1 patient had major surgical site infection; no intervention was noted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.